Event description:
There was excessive noise on the catheter which occurred after the procedure was already in progress. A new catheter was handed over and the problem was resolved. There was no harm to the patient and she was discharged the next day.